Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera iii gastrointestinal videoscope. (B)(6) 2022. The scope tested positive for greater than one hundred colony forming units (cfus) of serratia marcescens. (B)(6) 2022. The biopsy channel tested positive for greater than one hundred cfus of serratia marcescens and escherichia coli (e. Coli). The air/water channel tested positive for six cfu of serratia marcescens and the suction channel tested positive for two cfus of serratia marcescens. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no reported patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end/areas around the elevator were manually cleaned with aniosyme x3 disinfectant and an olympus single-use combination cleaning brush, bw-412t. The scope was not manually disinfected. The aer used was a soluscope 4 along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored in a as300 hysis drying cabinet. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. One cfu of coagulase-negative staphylococci was detected. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the large light guide cover lens and charge-coupled device lens was cracked. The charge-coupled device cover lens glue and bending section cover glue were white clouded. The distal end insulation resistance value was out of specification. The channel mount and mouthpiece were damaged. The air/water cylinder, suction cylinder, and switch one key top were scratched. Angulations were out of specification. The biopsy channel was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the resulting organism found did not match that of the user¿s culture. Olympus¿s results conformed to the regulation's recommendation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.